Event description:
It was reported that device detachment occurred. The 85% stenosed, 28 x 3.00mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending/left main artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but during the procedure the sheath of the catheter was fractured and could not show any image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that device detachment occurred. The 85% stenosed, 28 x 3.00mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending/left main artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but during the procedure the sheath of the catheter was fractured and could not show any image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that the device did not fracture but was instead kinked in the proximal sheath.

Manufacturer narrative:
A2 age at time of event: 18 years or older. The device was returned for analysis. Visual inspection revealed no issues and the device appearing to be in good condition. The distal housing was not observed during microscopic inspection due to residues inside the imaging window. Impedance testing showed a good unit wave form. The complaint device was sent for x-ray analysis and pitting and degradation of the transducer housing consistent with saline damage was encountered which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that device detachment occurred. The 85% stenosed, 28 x 3.00mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending/left main artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but during the procedure the sheath of the catheter was fractured and could not show any image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that the device did not fracture but was instead kinked in the proximal sheath. The device was returned for analysis. Visual inspection revealed no issues and the device appearing to be in good condition. The distal housing was not observed during microscopic inspection due to residues inside the imaging window. Impedance testing showed a good unit wave form. The complaint device was sent for x-ray analysis and pitting and degradation of the transducer housing consistent with saline damage was encountered which occurs post-use of the device and is not related to the original device failure. The device is expected for return; however, as of date, the device has yet to be received.